Manufacturer narrative:
Date of report: 21may2021: no patient involvement.

Event description:
The customer reported that the touchscreen issue. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Upon further investigation, it was found that the complaint was not on a philips product. There is no alleged malfunction against a philips product. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The touchscreen assembly was returned to failure investigation for analysis. A visual inspection revealed it was a non-philips product. No further testing is required.